Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Returned photo shows activated company preloaded device. The plunger is advanced outside the tip of the nozzle and is advanced under the lens. The lens is advanced just past the lens bay. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing technician reported that when implanting the intraocular lens (iol), the loop of the lens dislocated, coming only to the lens and the rest of the lens was sticking to the injector. Additional information was requested, but no further information is available.